Manufacturer narrative:
(B)(4). The device was manufactured from august 8, 2014-august 11, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the housing of the unit which indicated leakage had occurred. The reported condition was verified. The cause of the condition was due to a ruptured reservoir. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a leak. This was noted before patient use. The device was filled with desferrioxamine 2500mg in 32ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.